Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B) (6) 2009. The pt reported having a second surgical procedure because of retinal detachment/tear. The pt had an accident and was struck in the side of her face. The icl remains implanted. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (secondary surgery) - (B) (4): eval results (other): a lens work order search was performed and no similar complaints were found within the work order. (B) (4).